Event description:
On 3/19/99, following a diagnostic procedure, an angio-seal device was placed on a pt's right groin. The deployment was reported to be uneventful and the pt was discharged the same day. On 3/20/99, approximately 20 hrs after the angio-seal insertion, the pt felt a severe cramp in his leg and was unable to stand due to foot and leg pain, and the foot was noted to be cold. The pt was admitted to the hosp where a thrombectomy of the right femoral artery was performed on 3/21/99. The pt was discharged on 3/22/99 in satisfactory condition. As of 4/20/99, there has been no further report to the MFR of complication or add'l pt sequelae.